Event description:
It was reported that during a lsh procedure, the min and max buttons were not working. A third device was opened and worked fine. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.